Manufacturer narrative:
(B)(4): no pre-dilatation the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an interventional procedure to the heavily tortuous, de novo, middle, left anterior descending artery with moderate, eccentric calcification and 90% stenosis, the lesion was not predilated. Upon advancing the 3.5 x 38 mm rx xience prime stent delivery system (sds) across a bend in the artery, the stent dislodged. The stent implant was withdrawn with a whisper guide wire with resistance through the anatomy. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on visual inspection and functional testing there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. It is likely that the reported IFU deviation contributed to the reported complaint. Based on the information reviewed, there is no indication of a product deficiency.